Event description:
On (B)(6) 2014, I had medtronic spinal cord stimulator put in my back to hopefully lessen severe pain. I have severe degenerative disc disease, fibromyalgia, complex regional pain syndrome, peripheral nerve disease and foot drop. I was leery of getting this procedure due to unresolved mechanical back pain. I agreed to the procedure because I had not other option. My physician dr. (B)(6) refused to see me, but under his guidance sent in his new cnp. My reflexes at my ankle and knee were both checked but no response. I requested her to examine my spine so she can see how it is in total lock-down. I was kindly reminded that I had mentioned that this procedure probably would not work for me. I, in turn, mentioned that I did not know it could wrack havoc with my spine and bladder, neck and shoulders. I worked in the pharmaceutical industry for 10 years, we were always trained on fair balance. My discharge papers were worthless. I researched the evidence based on reputable journals for answers. Unable to find answers , probably due to cherry picking of patients. If this report helps one person, I will be happy. My plan of action is to see dr. (B)(6) tomorrow if I fail to get answers. I'm checking myself into a competing hospital before I end up with more new permanent pain tracks.